Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). MDR-(B)(4).was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was received on 4/28/2026 and it was determined this complaint is not reportable per corpft-140202.